Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose of 400 mg/dl and insulin pump was under delivering. The customer was treated with the manual injection. The customer was using the insulin pump system within 48 hours. The high pressure test was performed and it was passed. The insulin pump will not be returned for analysis.